Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery is deteriorating. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the xl+ device indicating that the battery is deteriorated. There was reportedly no patient involvement. Philips remote service engineer (rse) evaluated the device and it was determined that this was a malfunction of the battery, which cannot be replaced due to the devices end of life status. Replacement parts are no longer available. The device remains at the customer's site. There is no further action warranted at this time.